Event description:
Patient reported infusion set tubing separating at the luer lock connection. Patient indicated that he discovered the issue in the morning while examining the infusion set tubing for separations as recommended. His blood glucose level was elevated to 170 mg/dl. Patient's normal blood glucose level is 70-120 mg/dl. He stated that he did not experience any symptoms associated with the elevated blood glucose level. Patient reported replacing the infusion set tubing and administering a bolus to address the issue. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.